Event description:
It was reported the epg (external pulse generator) immediately stopped pacing when the low battery was being changed. The epg did not continue to pace during the battery change. Very long pauses of greater than six seconds between beats was noted. It was further reported the epg will not turn off. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found an intermittent connection on the main printed circuit board. The case was also observed to be broken and missing case parts.